Manufacturer narrative:
The reported adverse event/incident was investigated in alignment with endologix operating procedures and work instructions. Where possible, it is endologix practice to make at least three good faith efforts to retrieve a reported adverse event/incident related device as well as medical records and medical imaging. An evaluation of the manufacturing record was completed. A review of the part number/lot number combination needed for device identification shows the device to have been properly manufactured and released in accordance with the device master record. An evaluation of the device could not be completed. The device was not returned to endologix for evaluation because it remains implanted. A clinical evaluation of the adverse event/incident could not be completed. No medical records nor medical imaging relevant to the reported adverse event/incident was received by endologix. The user facility was unable to provide this information. Due to the absence of medical records and medical imaging device, use, procedure, and/or anatomy relatedness to this adverse event/incident could not be evaluated. The final patient status remains unknown. The final patient status was not made available to endologix. No additional investigation of this reported adverse event/incident is planned. However, should additional information relevant to the investigation outcome become available, a follow-up report will be submitted. Endologix will continue to monitor this and similar adverse events/incidents. H3 other text : device remains implanted

Event description:
The patient was initially treated for an abdominal aortic aneurysm (aaa) with the implant of the alto abdominal stent graft system. One day post-procedure a type ii endoleak was identified (non-device related); however, the aneurysm was not enlarged. Approximately six (6) months post-procedure, the patient visited the hospital for an unknown reason. Seven (7) days later, the patient was transported by ambulance to the hospital; however, confirmed dead at the hospital. The exact cause of death is unknown but could have possibly been acute cardiac infarction.